Event description:
A negative result was obtained on a serum sample with testpack plus hcg combo. The sample was then sent out for a quantitative assay. A b-hcg assay was run on the acs 180. The result obtained was 92 mlu/ml.